Event description:
It was reported that the pressure rated ext set, IV connector tube was found discolored before use. Lots 18065743 and 18065742 were reported to have been involved in this event, each with 1 occurrence. The following information was provided by the initial reporter: "the customer found the tube was discolored before use. The customer all of products within 6 cass are affected. No health hazard to patient was reported.".

Manufacturer narrative:
H.6. Investigation summary: ninety eight mz5303 samples were received for investigation inside the sealed packaging (appendix 1); forty nine from lot 18065743 and forty nine from lot 18065742. A visual inspection of all the samples confirmed the customer's experience as the tubing was noted to be slightly yellow in color (appendix 2). Additional testing was performed by cutting the tubing and visually inspecting the samples for potential residues (appendix 3); no residues were identified during the inspection. Root cause analysis: tj DHR: pr, lot, model, qty, qn/deviation, mfg date. (B)(4) ,18065742, mz5303, (B)(4), none 8-jun-18; (B)(4), 18065743, mz5303, (B)(4), none, 12-june-2018. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 18065743 and 18065742 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discoloration of tubing can typically occur after irradiation sterilization and the degree of discoloration can change over time and under certain storage conditions. This type of discoloration does not affect the functionality of the device and therefore is considered to be a cosmetic defect.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 18065742. Medical device expiration date: 06/08/2021. Device manufacture date: 06/07/2018. Medical device lot #: 18065743. Medical device expiration date: 06/08/2021. Device manufacture date: 06/07/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set, IV connector tube was found discolored before use. Lots 18065743 and 18065742 were reported to have been involved in this event, each with 1 occurrence. The following information was provided by the initial reporter: "the customer found the tube was discolored before use. The customer all of products within 6 cass are affected. No health hazard to patient was reported."